Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle freedom lite strips were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that ¿3-4 months ago¿, his adc blood glucose meter did not give any results after blood sample was applied on the test strip. The customer experienced a loss of consciousness and the paramedics were called. The customer was taken to the emergency where he was diagnosed with hypoglycemia and administered glucose as treatment. No further treatment information was reported. There was no report of death or permanent injury associated with this event.